Manufacturer narrative:
This report is being submitted as follow up no. 1 for MFR. Report no. 1118880-2016-00155. It was confirmed that the actual sample used in the event is not available. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
This report is being submitted as follow up no. 1 for MFR. Report no. 1118880-2016-00155. It was confirmed that the actual sample used in the event is not available.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the product code/lot number is unknown. Therefore the investigation results are based upon the user facility information and the evaluation of three recent retention samples. There were no visual anomalies noted during a visual evaluation. In addition, dimensional testing confirmed the products met manufacturing specification. The production code/lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Based on the investigation the retention samples were found to be normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported wire breakage on the involved device. Follow up communication with the user facility confirmed the following information: a physician attempting to insert a 4fr precision into the right internal jugular vein of a patient; the attempt was aborted because the wire tip was sheared off; the introducer needle and wire were items included in the introducer sheath kit; and the wire remains embedded in the soft tissue near the patient's jugular vein, but apparently not intravascular.